Event description:
The caller reported experiencing cartridge alarm 20 with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed consecutive cartridge alarm issues and decided to replace the pump. The customer was informed of the steps to take upon receiving the replacement, including using a manual dose injection (mdi) as backup therapy to ensure insulin delivery continuity. The replacement pump would have updated software, and the customer was advised on proper sensor usage. Instructions for returning the faulty pump were provided, and the customer acknowledged understanding of all guidance.